Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had an infection at the pocket and lead site. The date of onset/diagnosis of the infection was approximately (B)(6) 2013. The patient experienced incisional wound opening and increased drainage from the back and pocket incisions. The patient saw an infectious disease physician and a wound care physician. The implantable neurostimulator (ins) became visible and the wound physician advised an explant. A culture was taken from the pocket and from blood, but the organismwas not known. The event necessitated antibiotic treatment and the ins and lead were explanted.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger. (B)(4).